Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed coming from the homechoice door. The event occurred during use and the home patient (hp) was connected. It was stated that no damage was observed when loading the cassette, but now the cassette seems to be coming apart. The hp would end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.